Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed, and no issues were observed on sensor patch. The adhesive was also returned and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The husband of customer reported the customer fell while showering, and the freestyle libre sensor detached due to this. An unspecified capillary result was obtained, and the customer required treatment of insulin injection by husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The husband of customer reported the customer fell while showering, and the freestyle libre sensor detached due to this. An unspecified capillary result was obtained, and the customer required treatment of insulin injection by husband. There was no report of death or permanent injury associated with this event.